Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed based on the foreign material that blocked the passage of the stylet. Moreover, a visual of the foreign material shows that it is likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to the guidewire would not pass through the lead. The lead was never in service. No adverse patient effects were reported.